Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erratic sodium (na) patient results generated on the au681-02e chemistry analyzer over the course of two (2) days ((B)(6) 2013). This report documents the results obtained on (B)(6) 2013. The erroneous results were reported out of the laboratory; however, there was no change to patient or patient treatment attributed to or connected to this event.

Manufacturer narrative:
The customer stated that all maintenance has been up to date and all calibrations and controls were within their acceptable ranges both before and after this incident. A bec field service engineer (fse) was dispatched on (B)(6) 2013 for this event. The fse performed primes and determined the reference valve should be replaced. Once the reference valve was replaced, calibrations and qc runs were performed and acceptable. Ionized selective electrode (ise) system was verified to meet performance specifications. The fse returned to customer site on (B)(6) 2013, for the similar issue. The fse bleached the sample wash well, bleached the waste drain, replaced sample probe, sample syringe, and sample wash syringe. Ise waste, mid std, and pinch valve tubings were also replaced. The fse then primed and calibrated with good recovery. Fse ran 20 sample precision run with % cv of 0.23. Ise system again performing within specifications. Fse recommended the customer to monitor ise results. Failure mode - multiple parts (reference valve, sample probe, sample syringe, wash syringe, multiple tubing sets) were replaced along with multiple troubleshooting maintenance protocols. No isolated failure mode was determined. MDR 9612296-2013-00009, is associated with this report. This MDR documents the results obtained on (B)(6) 2013.